Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 08jan2019. A follow-up report will be submitted once the investigation has been completed. .

Event description:
The customer reported that the touchscreen will not calibrate. There was no patient involvement. Event date not specified; estimate used

Manufacturer narrative:
Date rec¿d by MFR : 01mar2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 05/04/2019. Manufacture date: 05/04/2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.